Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced severe hyperglycemia while using the ilet, with fingerstick values reported over 400 mg/dl and later reaching 500 mg/dl, without pump alarms, leading the user to seek care in the emergency department; education was provided that an infusion set issue could prevent insulin delivery despite the pump¿s operation, although the infusion set was not retained for evaluation. Symptoms included hyperglycemia. Outcomes included emergency department treatment and use of subcutaneous long-acting and short-acting insulin, after which glucose returned to range and the user remained on long-acting insulin. Investigation included user troubleshooting and education regarding infusion set function and insulin delivery mechanics. Investigation of this case revealed a possible infusion site or set-related delivery issue as the most plausible explanation, though the exact cause could not be confirmed without the infusion set or device evaluation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence and unclear etiology. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.